Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Review of the logfiles for the day of treatment shows all laser system functions were within specifications for the respective treatments. At system start up the user performed the gas change and the energy check and skipped the scanner test, performed the eyetracker and fluence test successfully. The logfile review shows all 21 treatments were performed successfully. The user performed energy checks within recommend time range. The energy was stable during that day. No technical problem can be identified during logfile review. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported several instances where the laser does not appear to be treating the treatment that is entered. The patient's cylinder returned three months postoperatively. Additional information requested.